Manufacturer narrative:
Investigation: one sample was received. The tip cap is damaged, deformed. The two photos show the tip cap damaged and the barrel label. This type of damage can occur if the syringe is misplaced on the sterilization tray. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the syringe 10ml saline fill ce experienced product damage/deformation with the device still operable. Noted prior to use. The following information was provided by the initial reporter: deformed cap.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline fill ce experienced product damage/deformation with the device still operable. Noted prior to use. The following information was provided by the initial reporter: deformed cap.